Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will not be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a bilateral intraocular lens (iol) implant. Left eye (os) implanted on (B)(6) 2018. Right eye (od) implanted on (B)(6) 2018. Reportedly, at the post-op visit on (B)(6) 2018, the patient complained of being extremely bothered with halos when driving at dusk and in the dark, and moderately bothered by poor low light vision when driving at night. There was no patient complication and/or related injury. No planned intervention reported. Patient's ou (both eyes) bcdva (best corrected distance visual acuity): 20/20+2 no additional information provided. This report pertains to the left eye. A separate report will be submitted for the right eye.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields that were previously reported as unknown have been updated. Brand name: tecnis 1 multifocal. Model number: zlb00. Serial number: (B)(4). Catalog#: zlb00u0170 expiration date: 5/27/2021. UDI number: (B)(4). Section: device manufacture date: 5/27/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model and serial number of the lens, it was realized that this report was submitted under the groningen, netherlands site. The correct manufacturing site is kulim, malaysia. The following section has been updated accordingly: manufacturing site: amo kulim lot h.s (d) 70252, pt 2489, jalan hi tech 11, industrial zone phase 3, kulim hi tech park, 09000, malaysia. Manufacturer report number should have begun with 3011852734-2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.